Event description:
It was reported: surgeon could not get the humeral head to stay on stem when the set screw was tightened. Had to rebroach the shoulder to a sz 9 and then the surgeon only tightened the screw to just before the wrench clicked (disengaged).